Event description:
It was reported to philips that the device failed the system checks. The symptom was further clarified as the device failed opcheck with no shock delivered and a shock equipment malfunction message. There was no reported patient involvement.